Event description:
During a ptca procedure, the entire balloon came off while in the guide catheter. The balloon and guide catheter were removed without incident and the procedure was successfully completed with another balloon catheter. No patient injuries or complications were reported.